Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, pelvic pain and adenomyosis. Concomitant products included levothyroxine sodium (tirosint) and norethisterone acetate (aygestin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal heavy bleeding,"), fatigue ("fatigue"), anaemia ("other injuries - anemia"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced menopause ("menopause"), night sweats ("night sweats"), trichorrhexis ("brittle hair"), onychoclasis ("brittle nail") and vulvovaginal dryness ("vaginal dryness"). In (B)(6) 2016, the patient experienced vitiligo ("vitiligo"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, menorrhagia, pelvic pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, fatigue, hormone level abnormal, anaemia, menopause, night sweats, trichorrhexis, onychoclasis, vulvovaginal dryness and vitiligo outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, fatigue, genital haemorrhage, hormone level abnormal, menopause, menorrhagia, night sweats, onychoclasis, pelvic pain, trichorrhexis, vaginal haemorrhage, vitiligo and vulvovaginal dryness to be related to essure. The reporter commented: uterine cavity = normal. Tubal ostia x2. R: 3 coils, l: 1 coil. Plaintiff received treatment for pain, bleeding,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: status post satisfactory placement of essure implants.. Imaging procedure - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: enlarged heterogeneous uterus with anterior fibroids. Secretory endometrium. Simple cyst in the left ovary. Hemorrhagic cyst in the right ovary. Small amount of free fluid in the cul-de-sac suggesting recent cyst rupture; on (B)(6) 2011: 1. There is no evidence of ovarian torsion. 2. The uterus is anteverted and heterogeneous, suggestive of leiomyomatous and or adenomyomatosis changes. A discrete fibroid is not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, anaemia, abdominal pain lower, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received: new events added: menopause, night sweats, brittle hair, brittle nail, vaginal dryness, vitiligo. Reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, pelvic pain and adenomyosis. Concomitant products included levothyroxine sodium (tirosint) and norethisterone acetate (aygestin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal heavy bleeding"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and anaemia ("other injuries - anemia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower and menorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, fatigue, hormone level abnormal and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: uterine cavity = normal. Tubal ostia x2. R: 3 coils. L: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: status post satisfactory placement of essure implants.. Imaging procedure - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: enlarged heterogeneous uterus with anterior fibroids. Secretory endometrium. Simple cyst in the left ovary. Hemorrhagic cyst in the right ovary. Small amount of free fluid in the cul-de-sac suggesting recent cyst rupture; on (B)(6) 2011: 1. There is no evidence of ovarian torsion. 2. The uterus is anteverted and heterogeneous, suggestive of leiomyomatous and or adenomyomatosis changes. A discrete fibroid is not visualized.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, anaemia, abdominal pain lower, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, pelvic pain and adenomyosis. Concomitant products included levothyroxine sodium (tirosint) and norethisterone acetate (aygestin). On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal heavy bleeding,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), anaemia ("other injuries - anemia"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2011. At the time of the report, the abdominal pain lower, menorrhagia, pelvic pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, fatigue, hormone level abnormal and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: uterine cavity = normal. Tubal ostia x2. R: 3 coils l: 1 coil plaintiff received treatment for pain, bleeding,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: status post satisfactory placement of essure implants.. Imaging procedure - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2011: enlarged heterogeneous uterus with anterior fibroids. Secretory endometrium. Simple cyst in the left ovary. Hemorrhagic cyst in the right ovary. Small amount of free fluid in the cul-de-sac suggesting recent cyst rupture; on (B)(6)2011: 1. There is no evidence of ovarian torsion. 2. The uterus is anteverted and heterogeneous, suggestive of leiomyomatous and or adenomyomatosis changes. A discrete fibroid is not visualized.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, anaemia, abdominal pain lower, genital haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : following evenst were added : pelvic pain, abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/ pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, pelvic pain and adenomyosis. Concomitant products included levothyroxine sodium (tirosint) and norethisterone acetate (aygestin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal heavy bleeding"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and anaemia ("other injuries - anemia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2011. At the time of the report, the abdominal pain lower and menorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, fatigue, hormone level abnormal and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: uterine cavity = normal. Tubal ostia x2. R: 3 coils, l: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: status post satisfactory placement of essure implants.. Imaging procedure - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: enlarged heterogeneous uterus with anterior fibroids. Secretory endometrium. Simple cyst in the left ovary. Hemorrhagic cyst in the right ovary. Small amount of free fluid in the cul-de-sac suggesting recent cyst rupture; on (B)(6) 2011: there is no evidence of ovarian torsion. The uterus is anteverted and heterogeneous, suggestive of leiomyomatous and or adenomyomatosis changes. A discrete fibroid is not visualized. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, anaemia, abdominal pain lower, genital haemorrhage most recent follow-up information incorporated above includes: on 23-aug-2019: plaintiff fact sheet and medical records received: lot number added. Incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, hormone level abnormal, abdominal pain lower, anaemia. Outcome of events ¿menorrhagia, abdominal pain lower¿ updated to recovered / resolved. Severity of ¿abdominal pain lower¿ updated. Concomitant products added. Lab details added. Concomitant medical conditions added. Removal date added. Reporter information, patient details, product indication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.